Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was seen in the office due to reported loss of capture. Atrial impedance was >3k ohms in both unipolar and bipolar modes. The pocket was opened and the lead impedance values tested normal, therefore the pulse generator was replaced.